Event description:
It was reported that the pta balloon would not fully deflate after the 5th inflation in a left arm fistula and then could not be retracted through the introducer sheath. The catheter and sheath were removed together as a single unit without further incident. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed and the lot was found to have met all release criteria. This is the only complaint reported to date for this lot number for these failure modes. The device was returned. The distal balloon material had become prolapsed over the distal tip of the device and signs of stretching were noted throughout the catheter, which may indicate that the catheter was subjected to excessive force. Additionally, the distal tip of the introducer sheath was observed to be flare and bunching was observed near the hub on the proximal end of the sheath, likely retraction difficulty. Based on these results, the investigation is confirmed for retraction difficulty; however, the investigation is inconclusive for deflation issues, as functional testing could not be completed due to the poor sample condition. It is likely that the partially deflated balloon caused the balloon to bunch distally as it was being withdrawn from the sheath, resulting in the reported retraction issues. However, the definitive root cause could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.